Manufacturer narrative:
Unit received with blank display followed by a watchdog alarm anomaly due to moisture damage at electronic assembly. No moisture damage on the motor noted. Unable to perform self test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. Unable to verify unresponsive buttons due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump stopped working and emits a high pitched audible tone. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the self test cannot be performed because the keypad buttons are not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.